Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The three implants have been placed in 16, 15 and 26 position on (B)(6) 2019. Three months later after the implantation, the practitioner has found that the implants failed to integrate. The implants have followed the complete manufacturing cycle, have been verified at each stage of production, and have been submitted to a final release before provision of the device on the market, which ultimately guarantees their conformities. The implants have been evaluated through a biological risk assessment which concludes that their toxicological profiles are acceptable. The implants loss suggests that the source of the problem was likely to come from procedural errors and/or the lack of osseointegration. Additionally, other factors that may have contributed to the implant failure include bone condition, patient oral hygiene, or patient behavior.

Event description:
The three implants fails to osseointegrate.